Event description:
It was reported that device had a rapid decrease in battery voltage and was at elective replacement indicator (eri). A charge circuit time-out was noted. A device replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. A review of the device memory indicated that a charge circuit timeout occurred on (B)(6) 2014.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.